Manufacturer narrative:
A ge service representative performed an on site investigation. The ocd camera and image intensifier lenses were cleaned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had artifacts on the image. No patient injury was reported.